Manufacturer narrative:
(B)(4).

Event description:
The rep clarified that there was no package abnormality before opened.

Manufacturer narrative:
Patient code (B)(4) has been removed.

Event description:
The rep clarified that "ear wire frayed skin" meant the skin was worn by the extension wire. The "results have been poor" meant the effect was not good. It was unknown if any surgical intervention occurred. It was also unknown if the infection and symptoms resolved.

Manufacturer narrative:
Concomitant medical products: product ID 37085-60, lot# nkn103630v, implanted: (B)(6) 2015, product type: extension. Product ID 37085-60, lot# nkn103647v, implanted: (B)(6) 2015, product type: extension. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The company representative (rep) reported that after the patient¿s operation, the extension after the ¿ear wire frayed skin¿ caused infection, red pus, and sense of tenderness. At implant there was a package abnormality before opened, the device was inspected prior to use, and no abnormality found. The implanted operation was successful. Perioperative antibiotics were administered. It was additionally stated that the patient was treated with antibiotics as required. The doctor has been doing this since (B)(6), but the ¿results have been poor.¿ it may be the reason for rejection or may be excellent; it is unclear what this means but additional information has been requested to find out. The indication for use included parkinson¿s disease.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient's family reported that after surgery a reaction occurred and there was a small wound around the ear wire and would not heal. There was a 50% or greater reduction of symptoms. The family wanted to know if there was a better way to solve the "solution" except regularly disinfect the wound.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.